Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between march 5, 2024 - march 7, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device bladder which suggested a possible no flow issue. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had no solution flow. There was not a drop of solution coming out the end of the hose. The device contained antibiotics. This occurred when a new pump was being changed for the patient prior to patient use. There was no patient involvement. No additional information is available.